Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Atrial lead dislodged on the same day of the initial implant. The atrial lead was attempted to be repositioned the next day ((B)(6) 2021) but the lead was unstable. The lead was explanted and a new passive lead was implanted. There was no allegation against the lead that dislodged.